Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle and distal sections. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the left internal carotid artery with a max diameter of 6.9mm and a 6.5mm neck diameter. The landing zone was 4.66mm distally and 5.02mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. It was reported that the surgeon used the ped for implantation. After the stent was deployed normally, the tip could not be opened. The surgeon decided to deploy the middle section and then post-processed. However, the ped was kinked in the middle section and could not be opened. The surgeon tried to retrieve, push and pull it many times but it failed to open. They then withdrew it and replaced it with a competitor's stent. The operation was successfully completed and the patient was not injured. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-78210), ruler 200 cm (m-83361). As found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no bend or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal and middle section as the as the device was resheathed. In addition, the proximal and distal ends could not be identified. In addition, the middle section was found to be opened and no damage. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.